Event description:
Additional information received. ¿ please confirm if all fragments retrieved from patient? - yes. ¿ was there any patient consequences reported? - no.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported there was damage to head trial- plastic shavings generated. Fragments were generated. It is unknown if they were removed. Procedure and surgical delay information unknown.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary the product was not returned to j&j medtech orthopaedics; however, photos were provided for review. The photo investigation revealed that the 12/14 articul 40mm trial +1.5 shows some cracked areas. Also, some other areas are chipped. No other anomalies were noted. This type of damage is consistent with other tools and hard edges coming in contact with the device. However, taking in consideration the observed device condition, it appears to be consistent with the effects of repeated use and servicing over the years. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the 12/14 articul 40mm trial +1.5 would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- damage to head trial- plastic shavings generated. Additional information received; the plastic had cracked/shavings generated. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. The photo investigation revealed that the 12/14 articul 40mm trial +1.5 shows some cracked areas. Also, some other areas are chipped. No other anomalies were noted. This type of damage is consistent with other tools and hard edges coming in contact with the device. However, taking in consideration the observed device condition, it appears to be consistent with the effects of repeated use and servicing over the years. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the 12/14 articul 40mm trial +1.5 would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot- a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed.